Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the headache event was also now possibly related to the valve.

Event description:
Additional information received indicated the headache event had not yet resolved.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{ l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{ d-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}   medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the day of the transcatheter bioprosthetic aortic valve implant, following the procedure the post-operative electrocardiogram (ECG) identified a prolonged q wave interval and a left bundle branch block (lbbb). The electrophysiologist held the administration of the calcium channel blocker and antiarrhythmic medication. The qt wave event resolved the day following onset. The lbbb was resolving. The physician indicated the qt wave and lbbb events were causal related to the implant procedure and unrelated to the medtronic products. Bradycardia was also identified with heart rates of 43, 48, and 57 beats per minute. At the implant discharge the heart rate was 70 beats per minute. The rate and rhythm were reported as regular. The bradycardia event was reported as resolved the day following onset. The patient was discharged with a 30-day cardiac monitor. The physician indicated the bradycardia was possibly related to the implant procedure but unrelated to the medtronic products. Three days following the valve implant procedure the patient presented to the emergency department with symptoms of left hand and left face numbness and tingling which lasted approximately 10 minutes. The patient was admitted to the hospital. A computed tomography (CT) scan noted no acute intracranial abnormality. Resolution of symptoms occurred within 24 hours and an unspecified headache was reported. Resolution occurred the same date as onset. Treatment was not required. The patient was discharged the day following with a diagnosis of an unspecified headache. The headache event was reported as causal related to the implant procedure.